Manufacturer narrative:
The device was returned to the service center for evaluation. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. The distal end of the device was inspected under a microscope and found a crack on the probe. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear and charred marks, no metal exposed, no abnormality. A review of the DHR found no anomalies during the manufacturing of the subject device and lot number.

Event description:
The service center was informed that during a therapeutic laparoscopically assisted vaginal hysterectomy (lavh) procedure, that this device would not work in the seal and cut mode. When this was discovered, the doctor pulled out the device from the patients abdomen and did a re-check of the device and it was still not working. No device fragment fall inside the patient. There was no visual damage to the teflon pad or probe unit. There was no metal exposed on the device jaw. The generator settings were 2:1 and no error codes displayed. The device was inspected prior to use and no abnormalities observed. The connection points to the generator were inspected. The transducer cords or the cords of any another medical device (electrocardiograph) were not bundled during use. The intended procedure was completed with a different device. No patient injury reported.